Manufacturer narrative:
H.6. Investigation: customer returned photos of shelf cartons of bd alcohol swabs. Customer states that the product is damaged, leaking, and outdated. The attached photo was examined and exhibited crushed shelf cartons. However, no leakage was observed in the attached photo. Also, since the lot number of the shelf cartons in the attached photo cannot be confirmed, the outdated labeling issue also cannot be confirmed. A review of the device history record was completed for batch #9065503. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (crushed shelf carton) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage and outdated labeling) possible root cause for the crushed shelf carton is transit damage.

Event description:
It was reported that there were 4 occurrences of product label being outdated with a bd swab alcohol¿ 100 bx 1200. The following information was provided by the initial reporter: product is damaged/leaking/outdated.

Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 4 occurrences of product label being outdated with a bd swab alcohol¿ 100 bx 1200. The following information was provided by the initial reporter: product is damaged/leaking/outdated.